Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the physician's assistant was cauterizing the branches and when she completed one of the branches, she released the trigger and the device wouldn't deactivate. The tip turn red hot and it stayed on. They immediately unplugged the power and removed the device from the leg. This account told the maquet account manager that they follow the IFU recommendations for cable sterilization and replacing after 20 sterilization cycles. They used another hemopro tissue welder to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).